Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the on call ventricular assist device (vad) coordinator received a text message from 12200 charge phone 0100 concerning patient with backup battery (bb) fault alarms again. The last bb fault alarms on 08jan2025 were addressed by changing the battery. A self-test was attempted which did not resolve the alarm. The patient's system controller was swapped. The system controller clock was set and verified 4800 revolutions per minute (rpm) with low speed 4600 rpm. Hematocrit was 28. The patient tolerated the swap well with no complaints. The system controller exchanged resolved the bb faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9 correction. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via downloaded log files. The downloaded log files revealed multiple atypical intermittent backup battery fault alarms are active throughout 19jan2025. The backup battery fault alarms were associated with the backup battery not passing the load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first did not pass, the loaded voltage measured 11.162v, and the unloaded voltage measured 12.246v. The driveline was disconnected on 19jan2025, 14:40:56, consistent with the reported controller exchange. There were no other notable alarms throughout the reported event date. Pump operation was not affected. The system controller (B)(6) was returned for testing. The reported backup battery fault was not reproduced throughout testing. The system controller was able to support a mock circulatory loop, without interruption to pump function. Provided information indicated that the last backup battery fault alarms occurred on 08jan2025 which resolved by exchanging the backup battery. The alarm returned later and a self test did not resolve the alarm so the controller was exchanged resolving the alarms. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 IFU was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 IFU, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. It was additionally noted during investigation that during the self test step, an incidental driveline power fault alarm activated. The system controller was disassembled for further analysis. The main print circuit board (pcb) was replaced and the issue resolved. Circuit analysis on the main pcb revealed as expected voltage inputs in the u3 component however, atypical voltage outputs. No further information was provided. The manufacturer is closing the file on this event.